Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported the flap thickness results were much thinner than the thickness set on the unit's software. The site continued with the refractive treatments without any issue. Upon follow-up, it was reported by the physician that the patient did not experience any adverse events after the surgery. There are two related reports for this patient. This report addresses the patient's right eye and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company¿s acceptance criteria. Logfiles showed that flap thickness (z-offset) was set lower than usual by the service engineer. The inclined offset was changed at service from 33 to 20, that indicates a flap with around 10m thinner than before service. Despite the inclined offset was changed, the setting was still within company specifications. At the visit on site, the field service engineer (fse) increased the -offset value to -475 and inclined offset to 38. Fse verified the system successfully according to company specifications. The review of the treatment report indicates access of fluid for both eyes. A fluid layer between the applanation cone and the cornea can cause a significantly reduction of the achieved flap thickness. Also, the treatment report shows tilted applanation on the cornea and the flap thickness is set as 90 microns. The desired flap thickness of 90microns is out of the recommended range of the manufacturer. The root cause for the thinner flap creation is most likely handling of the user and the desired flap thickness. A possible contributing factor for the thin flap could be the calibration of the z axis (cutting depth) of the laser could be also a potential root cause of the thinner cut. The service department needs to validate the cutting depth and customer needs to monitor the achieved flap thickness. The manufacturer internal reference number is: (B)(4).